Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the ligator housing did not return, the handle had damage markings and does not have evidence that the trip wire was secured or pulled up to take the rest of the slack. One band returned and was found in good condition under magnification. The reported event of bands premature deployment cannot be confirmed. The ligator housing did not return, therefore, it is not possible to determine a premature deployment issue during the analysis. It was determined that the instructions for use (IFU) of the device were not followed since the trip wire was not secured into the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to malfunction when pulling the bands. Also, the handle had damage markings, this most likely happened at the time of using the device and since the trip wire slack was not taken up, it is possible that the majority of the trip wire was in the handle spool being loose, damaging the handle when rotating the knob. Based on all gathered information, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure, performed on (B)(6) 2025, for the treatment of varicose veins. During the procedure, the bands were twisted and deployed together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure, performed on (B)(6) 2025, for the treatment of varicose veins. During the procedure, the bands were twisted and deployed together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.